Manufacturer narrative:
The service rep tested the system for possible causes. He checked the imaging defaults and asked the surgeon to save any questionable images for later review. He also verified proper resolution and tracking. The system operates as intended.

Event description:
The customer reported the 9800 system would intermittently products high contrast images while using fluoro mode with the pulse and low dose features activated. There were no imaging issues while using normal fluoro mode if low dose and pulse were off. The doctor stated it was difficult seeing catheter at times. No patient injury was reported.